Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the expiratory limb connectors on an rt266 infant dual-heated evaqua2 breathing circuit were cracked. No patient consequence was reported.

Manufacturer narrative:
(B)(4) method: two proximal connectors and part expiratory limbs were returned to fisher & paykel healthcare where they were visually inspected for the reported damage. Results: visual inspection of the returned connectors revealed that they were cracked. No visible damage was found on the part evaqua2 tubing. The hospital reported that it was possible for the connectors to have come in contact with hand sanitizer. A lot check could not be carried out as the lot information was not provided by the customer. Conclusion: we are unable to determine what has caused the connector to crack, however based on previous investigations the crack was most likely due to the connector coming into contact with a chemical solution, resulting in environmental stress cracking. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the complaint circuit became damaged after it was released for distribution. The user instructions that accompany the rt266 state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the expiratory limb connectors on an rt266 infant dual-heated evaqua2 breathing circuit were cracked. No patient consequence was reported.